Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple downstream occlusion errors. The device was visually inspected and there was a damaged air sensor. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the cassette detector pins getting stuck. As a result, the cassette sensor pins, air in line sensor, and downstream occlusion sensor/seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a cassette sensor error. During physical inspection, it was found that there was a damaged air sensor. There was no patient involvement, no injury was reported.